Event description:
Analysis of the returned tablet was completed on 08/05/2015. An analysis was performed on the returned tablet and the reported allegation was verified. During the analysis, it was identified that the usb port was damaged. As a result, the tablet was unable to establish communication. No further anomalies were identified.

Event description:
It was reported that the usb cable was unable to be inserted into the physician's programming tablet. Another tablet was found and troubleshooting was performed. The second tablet usb cable was attempted to be inserted into the first tablet; however, could not be inserted. The first tablet usb cable was successfully inserted into the second tablet ruling out the usb cable. The usb port on the first tablet was observed and appeared to be defective and "missing a piece" when compared to the second tablet. The physician was provided a new programming tablet and the faulty tablet was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
.